Manufacturer narrative:
The device was received for evaluation. During functional testing, device failed pounds per square inch (psi) testing was not reproduced. Evaluation sent the device for downstream occlusion testing and upstream occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi (pounds per square inch) testing during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.